Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#s 1627487-2014-20468 and 1627487-2014-20469. It was reported the patient experienced loss of stimulation. Diagnostics determined low impedances and the x-rays revealed one of the leads had migrated out of the epidural space. Surgical intervention will be taken at a later date to address the issue.